Event description:
Boston scientific received information that approximately one year ago, this pacemaker was explanted for normal battery depletion and, at that time, no adverse patient effects were reported. Recently, however, there was an allegation that this pacemaker's remaining longevity had fluctuated from one year, to six months, and then back to one year, and that the patient had presented to the emergency room last year and a device change-out occurred at that time. No further information was available and no additional adverse patient effects were reported. At this time, the device has not been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.